Manufacturer narrative:
Account reported that prior to treatment the patient lens condition was normal and ther was no corneal scarring, previous refractive surgery-radial keratotomy, no implantable contact lens, no penetrating keratoplasty or other transplant surgery or any corneal surgery, injury or syndrome. They reported there is no video available. During procedure there was no changes in the fits or safety zones and there was no suction loss. The anterior capsulotomy was 100% completed and free floating with no tags and curvilinear capsulorhexis was used to remove capsulotomy. Vitrectomy was not done and there were no double cuts on the capsulotomy. Phaco tool was used during cataract extraction and account says it did not contribute to the tear. It was reported that the posterior capsular tear was noted after nucleus removal. Patient post treatment status is good. The surgeon reported that catalys contributed to the injury.

Manufacturer narrative:
(B)(4). System check, system meets amo specifications. Controller fans were running after switch off and relays on the ac distribution printed circuit board (pcb) were hanging. Pcb will be exchanged during next preventive maintenance as a proactive measure. No technical issues identified, system is in amo specifications. There is no phaco video available that would/could help to identify the reason. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported patient experienced a posterior capsule cut between 7 to 11 o'clock position. It was observed after lens extraction.